Manufacturer narrative:
510k: this report is for an unknown proximal tibia plate/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient underwent a proximal tibia revision surgery on (B)(6) 2019, due to unknown plate placed previously was no longer holding the fracture reduction. The surgeon chose to remove the unknown plate, reduce the fracture again and fix it with a new plate. It was unknown if there was a surgical delay. Procedure and patient outcomes were unknown. This report is for an unknown proximal tibia plate. This is report 1 of 2 for (B)(4).